Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer charged the pump and noted that the pump was hot to touch after disconnecting the pump from the charger. There were no temperature alarms noted. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. It was indicated that the customer had a backup pump available but would also contact their healthcare provider for alternate insulin therapy.